Manufacturer narrative:
Rapid port ez strain relief. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a rapid port ez strain relief. Allergan has received the product however, the analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of a damaged device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."

Event description:
Allergan's device analysis lab received a lap-band system that was returned because: "while preparing the band to insert in the pt, it re-inflated with air once it was taken out of it. It may have a small hole." It is unk if the surgery was completed with a back up device. No add'l info was available from the surgeon's office. It is unk if the surgery was completed with a back up device. Allergan recommends to have back-up device available during surgery.